Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6). The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign objects, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, connecting tube had a dent and scratch, plastic distal end cover had a burn, light guide lens adhesive was peeled, light guide lens had a crack, objective lens had a crack, objective lens adhesive was peeled, switch four had wear, paint on suction cylinder and air/water cylinder was peeled, control unit had discoloration, control unit was dirty due to water leakage, adhesive on bending section cover was white-clouded and cracked, the upward/downward angulation control knob was out of standard value due to wear of angle wire, connecting tube coating was peeling, connecting tube had a wrinkle, indication on suction connector was peeled, protector of universal cord on suction connector side was scratched, universal cord was scratched, electrical connector had corrosion due to water leakage, the bending angle in up direction did not meet the standard value due to the wear of angle wire, and suction cover plate was unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was an insertion site water leak when using the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.